Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was reported that 2 days after the procedure, the patient had a very serious leak and the patient was hospitalized for 3 months. The physician reported that the instrument tore the tissue and they suspected that "something" was caught in between the jaws.

Event description:
It was reported that the patient underwent a da vinci-assisted sleeve gastrectomy procedure. After the procedure, the patient had a leak in the stomach. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details via system logs cannot be performed at this time because there was no sleeve gastrectomy procedure done by the surgeon on (B)(6) 2023. This event is being reported due to the following conclusion: it was reported that the patient underwent a da vinci-assisted sleeve gastrectomy procedure. After the procedure, the patient had a leak in the stomach.